Event description:
Procedure: robotic wedge resection. According to the reporter: the device fired partially then locked. New devices were used until a successful firing on the sixth attempt. Some instruments made a cracking sound and others could not complete the firing. The fifth firing occurred in a different location in attempt to obtain the lung sample. The surgeon's observation on the fifth firing, was that something prevented the sulu from firing as it locked up during the handle squeeze. Delay in surgery time was reported as 45 minutes.

Manufacturer narrative:
Initial report stent to FDA on 11/02/2009.